Event description:
It was reported via clinic notes received that the pt had been experiencing an increase in seizures as pt was experiencing 1 seizure every two months but has had "4 seizures in the past 6 weeks" per the clinic notes. It is unk how the pt's increased seizure frequency compares to pre-vns levels. The physician states that he believes the vns battery may be expiring since it was implanted in 2006 and the pt can no longer feel stimulation. A battery life calculation performed estimates that the generator is not at end of service. Attempts for further info from the pt's neurologist are in progress. Surgery to replace the pt's generator is likely.

Event description:
Additional information has been received indicating that surgery to replace the patient's vns generator has occurred. The explanted generator has been returned and is currently undergoing analysis.

Event description:
Additional information was received from the physician's office indicating that the patient was recently seen and was doing well. The patient was noted as having only one seizure from (B)(6). The seizures were believed to be related to the vns battery depletion. The patient had only been seen twice prior to the increase in seizures so it is unknown how the patient's increased seizure frequency compared to the pre-vns baseline seizure frequency. No external factors or medication changes were believed to have contributed to the increase in seizures. The patient no longer feeling stimulation is also believed to be related to the battery depletion. Analysis of the patient's generator has been completed. The generator performed to specifications and no anomalies were found. The generator was not at end of service.